Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/22/2017. A review of the device history record has been completed. No deviations or non-conformance's noted. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation- breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack, wear abrasion, crease fold, white particles. Leak test was performed and found cracked opening on diaphragm valve. A microscopic analysis was performed which identified a cracked opening in the diaphragm valve and have void in the valve is according (B)(4) is considered workmanship because it measures approx 0.5 mm.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a void in valve on side out specification, per (B)(4) (because it measures approx. 0.5 mm). This observation has no relation with the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.